Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained imprecise total prostate specific antigen (tpsa) results on four patient samples on a dimension exl 200 instrument. A siemens field application specialist (fas) was dispatched to the customer's site. During this visit, the fas ran alignments on the instrument. The fas also replaced wash probes and cassettes for the heterogeneous immunoassay (hm) module, tubing, the reagent 2 (r2) probe, and the sample probe. Then, the fas ran a precision test using qcs level 1 and level 2, resulting within specifications. Since the precision test using qcs recovered acceptably, siemens suspected that the imprecise tpsa results were caused by sample specific issues. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00564 was filed for the same issue.

Event description:
Imprecise total prostate specific antigen (tpsa) results were obtained on four patient samples on a dimension exl 200 instrument. The customer did not report any of these results to the physician(s) and sent the samples to an alternate laboratory for repeat testing. The customer did not provide the results obtained at the alternate laboratory and the correct results for these patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the imprecise tpsa results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00565 on 04-oct-2018. Corrected information (24-oct-2018): the initial MDR indicated that the field application specialist (fas) replaced wash probes and cassettes for the heterogeneous immunoassay (hm) module. The fas actually replaced the complete hm module on the instrument. Additional information (24-oct-2018): siemens further investigated the event and determined that the malfunctioned hm module contributed to the imprecise total prostate specific antigen (tpsa) results. MDR 2517506-2018-00564_s1 was filed for the same issue.